Event description:
A healthcare facility in the united kingdom reported that the audible alarm of a mr850 respiratory humidifiers was not functioning. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was returned to our fisher & paykel healthcare (f&p) service centre in the united kingdom where it was inspected by a trained f&p service technician. The device was then repaired and returned to the customer. Results: performance testing of the returned mr850 respiratory humidifier confirmed that the audible alarm was not functioning. Conclusion: we are unable to determine what may have caused the malfunctioning audible alarm. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Manufacturer narrative:
(B)(4). The complaint mr850 respiratory humidifier is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in the united kingdom reported that the audible alarm of a mr850 respiratory humidifiers was not functioning. There was no reported patient involvement.